Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-517a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @48,440 joules of use, forward firing was observed. "Aiming beam fires straight out of fiber - laser end fired and aiming beam emitted out the tip" the procedure was completed using a second fiber @208,860 joules of use. Patient outcome: "no injury". There was no injury to patient reported.